Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification in relation to the customer reported 'downstream pressure too high' which was not reproduced. Evaluation found the device was passing downstream occlusion testing and the force sensor readings were within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump downstream pressure was too high. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.